Event description:
On (B)(6) 2013 it was reported that the vns patient has high impedance and needs a full revision. Review of the lead device history records confirmed all quality tests were passed prior to distribution. The physician later reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The device was not disabled after observation of high impedance. No x-rays were taken or planned. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.